Manufacturer narrative:
H6: investigation summary: it was reported the seal on the plunger is degraded. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed and the rubber stopper has no defects or imperfections. A device history record review was completed for provided material number 309653, lot number 1056598. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text: see h10.

Event description:
It was reported that the plunger is defective and foreign matter was discovered in 4 50 ml bd luer-lok¿ syringe sterile. The following information was provided by the initial reporter: the seal on the plunger is degraded there are small pieces in the cylinder and scoring inside the cylinder.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger is defective and foreign matter was discovered in 4 50 ml bd luer-lok¿ syringe sterile. The following information was provided by the initial reporter: the seal on the plunger is degraded there are small pieces in the cylinder and scoring inside the cylinder.